Event description:
After the implantation of the device involved in this report, device checks were performed. Communication errors were encountered upon the attempt to save the threshold test result. Test results were not saved. This condition was observed again with a new interrogation of the device.

Manufacturer narrative:
(B) (4). Conclusion: the reported communication errors resulted from an inadequate management of internal data by the programmer. This was visible upon an attempt to save threshold test result in device memory. This communication problem was limited to tests saving, and was solved with a new interrogation of the device (occurring after aida programming has ended): no test was saved during this interrogation, so the user couldn't observe the problem was resolved (reported behavior during new interrogation not confirmed by the analysis). Tests saving will operate normally upon next follow up of the patient. This inadequate management will be corrected in the upcoming version of programming software (B) (4).